Event description:
It was reported that there was an unknown error "transmitter could not be detected". Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. However, signal loss over one hour was noted on (B)(6) 2023. The probable cause of the signal loss was due to the transmitter and app not being able to establish a connection. The reported event of an unknown error "transmitter could not be detected" is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.